Event description:
It was reported that upon programming into MRI mode, it was noted that the right ventricular (rv) lead exhibited noise oversensing. No programming changes were made. The patient was stable throughout.